Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and the pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer went to the emergency room with a low blood glucose (bg) level, value was not provided. Customer was provided with dextrose and apple juice to treat low bg and was released from emergency room later the same day. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.